Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v819350, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported via representative that they saw their health care provider for their device ,it has not been working right and patient was trying some pills presently. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.